Manufacturer narrative:
Product was received and reviewed by system engineer. 8 mariner 6.5 shanks, 8 set screw, 8 polyaxial screw heads, and 2 rods were returned for review. All heads were assembled onto shanks, except for the implant that was reportedly detached post-operatively. Functional testing was conducted to understand the head pull off strength of the mariner head when partial thread engagement is presented. In multiple tests with set screws from multiple lots the damage appears to be identical to the set screw that detached in this incident. Based on the fatigue testing results, the surgeon should consider the levels of implantation, patient weight, patient activity level,other patient conditions. Bending, disassembly or fracture of implant and components. Loosening of spinal fixation implants may occur due to inadequate initial fixation, latent infection, and/or premature loading, possibly resulting in bone erosion, migration or pain. Postoperative fracture due to trauma, defects or poor bone stock. The root cause is likely that the polyaxial head was not fully threaded onto the shank at time of surgical close, which lead to the detachment observed post-operatively.

Event description:
Initial spinal construct surgery, covering levels t10 - l2, was performed in (B)(6) of 2018 post-operative follow-up determined a screw head at l2 pedicle had detached from the bone screw. Revision surgery occurred on (B)(6) 2018. Revision surgery consisted of a total removal of hardware and replaced with competitor construct.